Event description:
Pt with rrecurrent episodes of dizziness for 2 months. 24-hour holter minitor 3/2 documented frequent recurrent episodes of failure to pace the ventricle with long episodes of ventricular stand-still, up to 7 seconds. Physician identified failure of pacemaker to pace.